Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with an unspecified mentor saline breast implant and experienced deflation on the left side postoperatively. As a result, the patient underwent removal on (B)(6) 2020.

Manufacturer narrative:
Device evaluation summary: during visual evaluation of the device it was observed two creases in posterior view, additionally a tear within one of the creases was noted, measuring approximately 1.0 cm. The evaluation determined that the rupture is consistent with a crease/fold rupture. These kind of findings is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).